Manufacturer narrative:
The device was not returned for analysis. The manufacturing record was reviewed and no nonconformities were found. Device not explanted.

Event description:
It was reported to nevro that a patient had developed a hematoma after the implant procedure. The site was drained and had healed. The patient's ipg was also had migrated and would require a pocket revision. There was no report of other complications.